Event description:
It was reported by the clinician that the catheter was being inserted into a female pt's left internal jugular in the or. When the wire was advanced through the sheath the green marker dislodged from the wire. The marker fell off of the portion of the wire that was outside the pt's body. There were no pt complications reported.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.